Event description:
The peritoneal dialysis patient reported an air alarm during the last fill that could not be bypassed. When the patient went to open the cassette door fluid leaked. The patient finished her treatment with manuals. Her effluent remained clear. No prophylactic antibiotics were used. The patient took 1g cefazolin for three days beginning on (B)(6) 2013.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.